Event description:
During the enterprise stent assisted coil embolization procedure, the second orbit helical fill 2x8 coil stretched while filling the aneurysm. Then, it was reported that it was changed to another one to complete the procedure. Additionally, it was reported that the patient was (B)(6) male weighing (B)(6). The aneurysm size was 7x10mm, fusiform, and the target site was the l. Va-pica with atherosclerosis. A balloon remodeling device ev3 hyperform 4x7 was utilized. An adequate continuous flush was maintained through the mc at all times. Prior to use, the (mc) microcatheter was re-shaped to 45 degrees, and there was no resistance at any time during advancement of the coil through the mc. The same mc was utilized to complete the procedure, since there were no kinks or other issues in the mc that may have contributed to the event. During the procedure, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter, and this cause of the coil stretched. No other cordis product was involved in the event. The entire coil and delivery system was removed without any issues.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of a wide necked dissecting vertebral artery aneurysm, the second coil, a 2x8 helical fill trufill dcs orbit, stretched while filling the aneurysm. It was reported that the coil was used like a guidewire; i.e. Left in the aneurysm sac while repositioning the microcatheter (mc) and that the repositioning of the mc was the cause of the stretched coil. The entire coil and delivery system was removed from the patient without any issues. Another unknown device was used to complete the procedure using the same mc. The target site was the left vertebral artery-posterior inferior cerebellar artery; a 7x10mm fusiform aneurysm. An enterprise stent and 4x7 ev3 hyperform balloon were used for neck remodeling. A continuous flush was maintained through the unknown mc which had been reshaped. There was no resistance during insertion of the coil through the mc. A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and several kinks were found. The introducer was zipped covering part of the hypotube, the support coil and the gripper. No damages were found on the support coil. The embolic coil was cut and received in a separated small bag. The gripper presented no damages and the headpiece was still attached. The gripper, embolic coil and head piece were inspected under microscope. The gripper was found with no damage, the embolic coil was found totally stretched and kinked and the headpiece was found cut after the soldered area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470749 and coil subassembly lot 14013757 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretching of the coil was confirmed. The cause of the separated coil cannot be conclusively determined; however, it was reported that after the coil stretched, the entire coil and delivery system was removed from the patient without any issues. Based on this, it is determined that the broken condition of the coil occurred post procedural use. It was reported that the coil stretched due to the repositioning of the mc over the coil, procedural factors contributed to the event. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Based on the analysis of the returned device and the DHR, there is no indication that the reported stretching of the coil or the damages found on the returned device are related to the manufacturing process and appear to be related to procedural factors; therefore, no corrective actions will be taken at this time.